Event description:
The solia was implanted on (B)(6) 2022. On (B)(6) 2022 it was repositioned but on 16 december, following a second dislodgement it was explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
It was reported that on (B)(6) 2022 inappropriate shocks due to wrong arrhythmia classification occurred. Re-programmed device without vt zone. -

Manufacturer narrative:
It was reported that on (B)(6) 2022 inappropriate shocks due to wrong arrhythmia classification occurred. Re-programmed device without vt zone. The ICD was not returned for analysis. This report is thus based on the analysis of the lead itself as well as the inspection of the returned ICD data and the quality documents associated with the manufacture of the lead and the ICD. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. The returned ICD data were inspected thoroughly. Upon inspection the clinical observation was confirmed. However, analysis did not show any indication of an ICD malfunction. The ICD functioned as specified according to the programmed parameters and heart rhythm of this patient. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observations. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem, neither a device malfunction.